Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement. Device received with no motor movement or negligible movement. Retries to free a stuck motor failed error during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had motor error alarm during the prime. Customer's blood glucose level was unknown. The insulin pump will be returned for the analysis.